Event description:
It was reported to philips that the azurion device would not boot up. Reboots were attempted unsuccessfully. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. After reviewed the log file the fse confirmed the issue with ip-pc pc and ethernet switch. The fse replaced the ethernet switch and he advised to change the ip-pc if the problem occurs again. After replacement of the ethernet switch, the system was returned to use in good working order. ¿ the codes were updated based on the investigation outcome. Evaluation method code was corrected.